Event description:
It was reported that this inflatable penile prosthesis lost fluid and the pump was not performing properly. The patient underwent surgery to replace the device. There were no reported patient complications.